Event description:
It was reported by service report that the scale was inaccurate; head left load cell was out of range. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: load cell.